Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2019, dtma1qq ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the post implant of the left ventricular (lv) lead, there was high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.